Event description:
Caller reported difficulty pressing pump quick bolus/wake button, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.